Event description:
It was reported that the patient presented remotely via (B)(6).net. Interrogation of the patient's pacemaker showed premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
Correction d6b date of explant was blank and should have been (B)(6) 2022